Manufacturer narrative:
(B)(4). The device was returned for evaluation sans implants where product investigation revealed that the actuator was in the pre-t2 deployment position. The actuator was functionally tested and found to actuate as expected. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review identified no additional complaints for this lot number. It could not be determined what may have caused the user to experience the reported incident. (B)(4).

Event description:
It was reported while using a fast-fix 360 curved needle delivery system device that during the meniscus repair, when the deployment knob was depressed to deploy t1, the t2 implant fell off of the inserter needle with t1. Both t1 and t2 implants and suture were removed from the body. The operation was completed with a backup device.